Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the battery door was damaged. Unable to duplicate the customer? Reported issue. The root cause of the reported issues was determined to be design related. Actions taken to mitigate the reported issue: performed function and delivery tests. Pump will be converted into a loaner. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that check syringe plunger sensor event occurred. No patient injury reported.